Event description:
It was reported that the 9600 system would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ht cable was replaced and the collimator was aligned during the service call. The system was tested and found to be working as intended, and put back into service.